Event description:
Discrepant blood glucose results obtained from the device when compared to a lab test. Two different patient were tested by two different operators. Patient #1 had device results of 512 and 239 mg/dl back to back and a lab draw was 231 mg/dl. Patient #2 had device results of 401, 545 and 390 mg/dl with a lab draw result of 379 mg/dl. Controls were in range on the system. The reporter did not think treatment was provided based upon the device results.